Event description:
The customer reported a fluid leak of approximately 2ml from the manual probe on a coulter hmx hematology analyzer with autoloader. The leak was contained within the instrument and no error messages were observed at the time of the event. Attempts at troubleshooting with customer technical support (cts) over the phone were unsuccessful in resolving the issue, and an onsite service visit was requested. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/27/2015. The fse confirmed the leak from the probe. The fse removed debris from the bottom port of the probe rinse block, resolving the leak. (B)(4).